Event description:
The account generated falsely reactive architect (B)(6) results with a patient sample that repeated negative. Patient 1 generated architect (B)(6) reactive (1.75 s/co) that repeated negative (0.49, 0.49 s/co). No specific patient information was reported. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 6c29, that has a similar product distributed in the u.s., list number 6l27. (B)(4). A followup report will be submitted when the evaluation is complete. An evaluation is in progress.